Manufacturer narrative:
Insulin pump received with detached/missing end cap. Unable to perform any testing including the displacement due to detached/missing end cap. Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack and the insulin pump would not rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.